Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the set screw remains in the patient no physical, material, chemical evaluation could be performed. If more information becomes available manufacturer will file a follow-up report at that time. Not returned.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a set screw backed out. The patient reportedly had a set screw migration approximately 10 - 12 months post-op. Revision surgery has not taken place.